Event description:
On 1/14/82, rptr had silicone implants put in. On 3/25/94, she had surgery to remove busted implants. One of them was completely busted. The other one was broken with only a little silicone coming out. All the muscles and joints in her body hurt. Her vision and memory have been affected, she also had a melanoma removed in 6/88, and lots of skin lesions removed; her feet, hand and ears all hurt to touch.